Event description:
The ultrasound gastrovideoscope was returned to the service center with a report of failed leak test. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, there was no ke45 at forceps cover and pinholes in the adhesive around the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.